Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
After the right tka, lateral condyle fractured. Patient is in rehab. Surgeon assume that this event occurred because of poor bone quality and too much ostectomy.